Event description:
Caller reported an issue with a cartridge alarm on their insulin pump. The customers blood glucose level was 400 mg/dl. The customer reverted to an alternative method of insulin therapy.